Event description:
The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer reported that act diff instrument's probe aspirates and leaks blood/diluent and that the probe wipe leaked when cleaning the probe. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. On (B)(6) 2011, a field service engineer (fse) found the probe wipe was not getting enough vacuum which caused the leak. The fse replaced the probe wipe and associated parts. The repairs were verified and system validated. The root cause for the leak can be attributed to low vacuum at the probe wipe

Manufacturer narrative:
(B)(4).